Event description:
On 2/8/93 a dynaflex device was implanted. On 6/16/97 the pt rpt'd "has failed in both cylinder." Info received on 8/20/97 indicates the dynaflex device was removed from the pt and an ipp device implanted on 8/11/97 due to fluid loss - right cylinder.

Manufacturer narrative:
Cylinder had a wear leak. Cylinder performed within specifications.